Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: as no sample and no photo was returned for investigation, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Investigation conclusion: the complaint is unconfirmed as no photo / sample is received. Root cause description: the root cause cannot be determined. Complaint will be reopened for investigation if sample is returned. Rationale: the root cause cannot be determined. Based on cid # (B)(4), CAPA is not required. Complaint trend would be monitored.

Event description:
It was reported that after use of the venflon pro safety 18ga 1.3mm od 32mm l when the nurse inserted the catheter in the patient, she then removed the needle and the safety mechanism was activated. As the nurse went to put the needle in the sharps container, she received a needle stick before the needle was put in the sharps container. The patient and the nurse has been tested, no infection or blood disease. The following information was provided by the initial reporter: the nurse had insert the catheter in the patient. She removed the needle and the safety mechanism was activated. When she should throw the needle in the safety-needle-box (the yellow one) she got a needle stick this happened before she had put the needle in the box. The safety mechanism on the needle did not work. They don't have the lot number or samples. Everything has been thrown. The patient and the nurse has been tested, no infection or blood disease.